Event description:
It was reported that the patient was hospitalized for an initial implant procedure. During the post implant interrogation, the right ventricular lead was not capturing; lead dislodgement was suspected. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable post procedure.